Event description:
Consumer called to report inaccurate readings. Analysis run on clark error grid using mean average readings (148) as ref. Point vs. Bd readings (27, 269) yielded data points in the c range of the grid, outside of acceptable limits.